Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The connectors of the cables that communicate the anesthesia control board with the display connector board on both sides were repositioned to resolve the issue. Patient information could not be obtained due to country privacy laws. Initial reporter name and address: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. UDI #: (B)(4). Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation during a case. The patient was switched to an ambu bag, unit replaced, and case resumed. There was no patient injury.